Event description:
The user facility reported that the device did not alarm during testing. This incident occurred during bio-med testing, with no pt involvement. No add'l info is available.

Manufacturer narrative:
The device has been requested for eval, but investigation has not yet been completed. Should eval results become available, a follow up report will be submitted. The mfg facility has been made aware of this report through baxter's complaint management tracking system. The mfg facility will continue to monitor similar reports for possible trends.